Event description:
The customer reported the whole table is down and the counsel is black. The fse noted the system failed to boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.